Event description:
Event description guidant received information that both this ventricular implantable lead and this atrial implantable lead exhibited increased threshold measurements. X-ray revealed that both leads had dislodged. Neither lead could be successfully repositioned due to tissue in the helices.